Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and was squirting out insulin. Customer noticed the plunger hits the reservoir and the counter does not start to show how much insulin had been pushed through the tubing. The insulin pump squirted out insulin during manual prime. Customer also mentioned the drive support cap is sticking out. Advised customer to discontinue the use of the pump and revert to back up plan. Agreed to return insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error during basic occlusion test due to loose protruded drive support disk. No a33 alarm. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case near the display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip.